Event description:
Information was received from healthcare provider via a manufacturer representative regarding a device used for dlif procedure. It was reported that the hold part of the inserter was broken. There was no patient involved.

Manufacturer narrative:
G2: the country of the event is republic of korea. H3. Device evaluation summary: product analysis#: (B)(4), product: 2982001, lot: pr11e011. Visual and microscopic examination identified that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.